Event description:
It was reported that after the cs100 intra-aortic balloon pump (iabp) implantation, the instrument could be used normally when the power cord was plugged in. When preparing to be transferred to the ICU, the power cord was unplugged and a black screen appeared, indicating no power. Another instrument was immediately replaced at that time, and the timely treatment did not cause any harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character restriction: e1 phone : (B)(6).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate the iabp unit as the customer replaced the battery on their own, and stated that functions returned to normal. Getinge will not be servicing the unit. H3 other text : device not available for evaluation.